Event description:
It was reported that a device shift occurred and the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the 45 day follow up appointment that took place 52 days post procedure, the closure device was noted to be sitting canted on its side in the laa with a large leak under the fabric of the closure device. This was seen after review of the follow up computed tomography (CT) and transesophageal echocardiography (tee). The patient was scheduled for a follow up tee to re-evaluate 4 weeks following this discovery. No patient complications were reported, and no further intervention was performed. It was further reported that the patient had been on their oral anticoagulants since implant and there was no plan to stop this treatment.

Event description:
It was reported that a device shift occurred and the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the 45 day follow up appointment that took place 52 days post procedure, the closure device was noted to be sitting canted on its side in the laa with a large leak under the fabric of the closure device. This was seen after review of the follow up computed tomography (CT) and transesophageal echocardiography (tee). The patient was scheduled for a follow up tee to re-evaluate 4 weeks following this discovery. No patient complications were reported, and no further intervention was performed.